Event description:
1bxs (100ea) found damaged upon repacking. Comments: the discovery of this issue was during repacking that in 1 box there are two kinds of damage, smudged ink and damaged pouch.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: the form fill was not cutting bags to the right size. Program for the form fill machine was adjusted to make the knife actuate correctly, replaced the knife cylinder,, replaced web cylinder, and adjusted registration eyes to be in sync. All was done by a certified mechanic and electronic controls technician. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.